Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the problem. The customer ordered and replaced the batteries themselves. The stm reviewed the logs and found the iabp was unplugged from (B)(6) 2020 and plugged in on (B)(6) 2020. The iabp was turned on in ECG trigger mode on (B)(6) 2020. Service was performed during a preventative maintenance (pm). The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off on its own when fully charged. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off on its own when fully charged. No patient harm, serious injury or adverse event was reported.